Event description:
The ventilator went inop and alarmed while in use on a pt. The customer reported there was no pt harm. The vent inop, when in use, will stop providing ventilator support to the pt. The respironics service technician verified the reported problem was due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.